Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed that the handle ends at 85% rsoc at the end of log 1979. In log 1980, the handle locks up with an i2c error, which would cause the handle to be unresponsive off of the charger, and loops continuously until the battery dies. During this loop, the i2c error messages are preventing battery communications and battery charging, which is the cause of the reported condition. This loop will eventually deplete the battery. Once the battery is depleted a reset is generated and this can clear the error at which point charging will be possible again. In log 1981, the handle is once again able to charge as it is charged from an rsoc of -7.57% to an rsoc of 95.68%. It was reported that the power pack was not adequately charged. The reported issue was confirmed the most likely cause could not be established from the information available. The evaluation detected an unreported condition: the handle was disassembled and the ir shield was visibly damaged. The product analysis noted evidence that the device was not used as intended. This issue may occur if the handle had been dropped. Other unreported conditions were identified: the rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. After disassembly of the device, a non-critical electrical component was found to be damaged. Visual inspection noted there was a crack in the clear part of the handle housing. This issue may occur due to interference between the back handle housing and cable. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not charge. Handle was checked with other chargers and chargers were checked with loaner devices. The sales representative checked her demo handle with the customer's charger and the demo handle charged normally. There was no patient involvement.